Manufacturer narrative:
The part number of the freedom ac power supply was corrected from 295050-001 to 295400-001. (B)(4).

Event description:
This freedom hospital ac power supply was not in patient use. The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green indicator light on the hospital ac power supply did not turn on. The hospital ac power supply was returned to syncardia for evaluation. Visual inspection did not reveal any anomalies. During investigation testing, the customer's report that the green indicator light did not turn on could not be duplicated. However, when the hospital ac power supply was connected to a power source, the indicator light blinked instead of remaining illuminated. Despite the blinking indicator light, the hospital ac power supply was capable of mating with a freedom power adaptor and was able to provide adequate power to a freedom driver. The hospital ac power supply was returned to the supplier for repair. This failure mode posed a low risk to a patient because this issue was observed when the freedom hospital ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has redundant power sources of onboard batteries and a car charger, and customers are provided with backup ac power supplies. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green indicator light on the freedom ac power supply does not turn on. This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.